Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, oversensing and mode switch episodes due to noise were observed on the right atrial (ra) lead. The physician elected to take no further action. The patient was in stable condition and will continued to be monitored.